Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the spinal cord stimulator died in january. Patient stated that they called someone at manufacturer and they were told that the implanted neurostimulator battery was probably dead. Patient said that they were down in florida at the time and they couldn't find anyone to do anything about it so they said they would just wait until they got back home because they weren't having that much pain then, however now they were in a lot of pain. Patient noted that healthcare provider had been taking care of their back for probably six years, however healthcare provider was trying to get someone to remove the spinal cord stimulator so that they could get a stimulator that would work, however nothing was happening and healthcare provider couldn't find anyone. Additional information received from the consumer reported that the surgeon determined that the ins was dead. The surgeon replaced the ins and the issue was resolved. The new implant was working and the patient had no pain.